Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was unable to run detect and treat. The cause for the failure was isolated to damaged housing in the monitor's electrode belt cable receptacle. The root cause for the damaged housing could not be positively identified. No adverse event resulted in the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.